Manufacturer narrative:
Device evaluated by MFR: device evaluation is not necessary because the reported events have been determined as not related to vns therapy.

Event description:
It was reported in clinic notes received for the patient¿s current replacement due to an increase in seizures, below their pre-vns frequency baseline, that the patient had an infection following replacement in 2008. The patient complained of pain and infection on the incision site. Device history records were reviewed for the generator and lead. The devices were sterilized prior to distribution. No additional or relevant information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.

Event description:
The physician was contacted regarding the infection noted within the patient's clinic notes. The physician stated that she spoke with the patient, and it was stated that the patient never had an infection. No other relevant information has been received to date.